Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain coverage. The patient underwent an explant procedure. No device malfunction was suspected by the physician. The patient was doing well postoperatively.